Event description:
It was reported the unit had a burn hole in the fabric foundation.

Manufacturer narrative:
It was reported the unit had a burn hole in the fabric foundation. Our inspection revealed that several internal components designed to restrain the heater wire had been bent or broken. This damage had allowed the loose heater wire to tangle together, creating an area of excessive heat, which had damaged and deteriorated the fabric foundation. We determined that this report was attributable to misuse on the part of the consumer.